Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned found that the screw was stripped out. This could indicate that the driver is worn and should be replaced.there are warnings in the package insert that state that this type of event can occur: under precautions it states, "biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Event description:
It was reported patient underwent right total shoulder arthroplasty on (B)(6) 2012. When the surgeon was implanting the screw, it stripped out. The surgeon then attempted to remove the screw, the head fractured off. The remainder of the screw was retained by the patient.